Manufacturer narrative:
The lead was returned with no reported event. Only the connector portion was received in one piece measuring 6.5 cm. Visual examination found a full breach insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage. "Degradation adjacent to the connector boot."

Event description:
This record is to report an event observed during analysis.